Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the root cause of this event cannot be confirmed without the sample device or with the available information. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 6 years and 10 months. The reason for explant is unknown. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.